Event description:
It was reported that pump displayed malfunction alarm with code that could be reset, and no notable events occurred before the issue. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions and assisted with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.